Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the device experienced slowness during login and communication. The customer reported that following a recent update, all four Pyxis stations became very slow when logging in using Bio ID, with the South station being the most affected. Multiple login attempts were often required for successful authentication. The customer also reported delayed communication between the Central and South stations, resulting in patient medication updates not being reflected in a timely manner, including medications that were currently due for dispensing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial Reporter Facility: (b)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.